Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the minimum access vessel diameter was 3 millimeter (mm). It was reported that the dissection occurred during advancement of the delivery catheter system (dcs). Per the physician, the external non-medtronic sheath, patient's calcification and stenosis contributed to the dissection.

Event description:
Medtronic received information that following implant of this transcatheter bioprosthetic valve, a dissection was observed at the left external iliac artery access site. Subsequently, a stent was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID evolutfx-34 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024; product ID l-evolutfx-34 (lot: 0011980589); product type: 0195-heart valves; medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.